Event description:
Initial report rec'd on (B)(6) 2012: this spontaneous case was reported by a dermatologist and involves a female pt. From (B)(6) 2009 to (B)(6) 2011 the pt was treat with poly-l-lactic acid (sculptra, batch-no. Unk) for cosmetic skin procedure. On an unspecified date, the pt suffered from formation of nodules. Surgical removal of one nodule was performed (nos). Other suspect drugs, significant/relevant medical history, relevant concomitant medications, outcome, and physician/rptr causality were not provided. (B)(4). Add'l info rec'd on (B)(6) 2012 from dermatologist: surgical removal of one nodule was amended.